Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room in a full code status. Upon review, the patient¿s device did not exhibit any ventricular arrhythmia episodes. The patient was in atrial fibrillation with ventricular response in the 60-bpm range. However, the patient¿s right ventricular lead exhibited intermittent loss of capture and decreased sensitivity. The patient¿s atrial lead also exhibited a previous episodes of lead noise dating back to (B)(6) 2018. It was unclear what drugs had been administered during code or if there was a possibility of myocardial infraction. The patient's right ventricular lead was reprogrammed. The patient was admitted for further monitoring. Related manufacturer reference number: 2017865-2019-08847.